Event description:
It was reported that after device replacement procedure, upon device interrogation the device showed a high defibrillation impedance issue. Physician elected to not make any programming changes and defibrillation threshold testing was recommended however it has not been performed. Patient was stable and will continue to be followed normally.